Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results for one patient on their e411 analyzer. The patient's sample was diluted 1:100 and the hcgb result was 10.00 miu/ml accompanied by a data flag. The sample was repeated and the result was 73.47 miu/ml accompanied by a data flag. The sample was repeated again and the result was 0.100 miu/ml accompanied by a data flag. The customer repeats all samples with results between 5 miu/ml and 200 miu/ml on a vidas analyzer. The result from the vidas analyzer was <2.00 miu/ml. The result of <0.1 miu/ml was reported outside the laboratory. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patient was harmed by any action taken was requested but not provided. The hcgb reagent lot number was 173268. The expiration date was requested but not provided. The field service representative went on site and performed cleaning and alignment on the black tube. He checked and adjusted the liquid level detection from the s/r probe. He checked the mixer. He performed a sipper adjustment on the wash station, photomultiplier tube adjustment, and a blank cell. The customer has not reported any further issues.

Manufacturer narrative:
This event occurred in (B)(6).